Manufacturer narrative:
Analysis was normal. No anomalies were found. The discrepancy in longevity estimates observed in the field is believed to be due to a programmer software issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient notifier was activated and when the patient presented to the hospital for the device check, it was found out that the device has reached to eri. The device was explanted and replaced. There were no adverse consequences to the patient prior, during and post procedure.